Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction is traced to component failure. It is likely the malfunction in the cr board (printed circuit board), caused the blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited blackout, cr board malfunction (printed circuit board). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h9 - corrective action number. H9 was inadvertently marked as fy24-omsc-06, fy24-omsc-19 instead of being left blank.

Event description:
There is no new information provided by the customer.